Event description:
It was reported that during a bi-ventricular ICD upgrade a wire fracture occurred. Access was obtained through the left subclavian vein (lscv). The target location was the coronary sinus (cs). The physician isolated the device and leads and then disconnected the leads from generator and tested for adequate sensing and pacing. Then the physician made two percutaneous punctures in the lscv and inserted a non-bsc guide wire through each puncture and inserted the first sheath into the lscv and under fluoroscopic guidance advanced the right ventricular lead to the right ventricle and positioned it to the apex. The lead was tested and accepted by the physician and then the sheath was peeled away. A second sheath was inserted into the lscv and a venogram of the (cs) was completed. After reviewing the venogram, the physician attempted to insert the left ventricular lead, but was unable to advance the lead or guide wire to the cs. On the third attempt, the lead was reinserted over a luge guide wire and the device was advanced under fluoroscopic guidance to the cs. Then multiple attempts were made to advance into the cs and the tip of the guide wire broke off. Multiple attempts to snare the guide wire tip were unsuccessful. The procedure was completed with placement of the lv lead in the cs, connection of the leads to the generator and the device secured in pocket. No further patient complications were reported and the patient's status is stable and doing fine. A 24 hours post procedure fluoroscopy was performed and the guide wire fragment was still in the cs.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).